Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the lcsc5 scissors didn't work at the first time. Another device was used to complete the case. There was no consequence to the pt.